Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none reported. Symptoms/ae: femoral artery occlusion/surgical artery repair. Time of symptoms/ae: during vessel closure. It was reported that the physician attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, an occlusion of the right femoral artery occurred requiring surgical repair. It was reported that the estimated blood loss during surgical repair was 600 ml. The pt's pre-procedure hemoglobin (6 days prior) was 14.2 mg/dl. Post surgical hemoglobin was 9.0 mg/dl. Pt received a transfusion. The info was received through the crest carotid study trial. Specific details were requested but are not available. There were no reported adverse pt sequelae. Though requested, no additional info could be provided.